Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty could not be confirmed/tested due to the condition of the device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the 3.5x25mm nc trek balloon dilatation catheter, the protective sheath was stuck to the balloon and was not able to be removed. The device was not used and there was no patient involvement. Another device was used successfully for the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.